Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had elevated sensing integrity counter (sic) and noise on an interrogation report. The lead was possibly fractured. The lead was reprogrammed and later abandoned and replaced. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.